Event description:
It was reported that the balloon ruptured and blade was lifted. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and device was removed without any problem. Upon removal, it was found out that the blade was lifted. The procedure was completed with this device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted: blade 1: damage noted on the mid-section of the blade: 2 mm of the blade segment was found to be missing from the blade pad. No issues were noted with the pad. Blade 2: an examination identified that approximately 2mm segment of blade was missing in the proximal end of the distal balloon segment. The area of lift was noted on the distal end of proximal blade segment. No issues were noted with the pad. Blade 3: an examination of the third blade segment identified no damage to the blade or pad. As part of functional testing the balloon was inflated to its rated burst pressure (rbp) and no leaks were noted in the balloon. The balloon inflated and maintained pressure with no leak. A vacuum was pulled and the balloon deflated fully. The balloon was inflated and deflated on three more occasions from its rbp with no leaks present. A visual and tactile examination of the shaft identified no kinks or damages. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the balloon ruptured and blade was lifted. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and device was removed without any problem. Upon removal, it was found out that the blade was lifted. The procedure was completed with this device. No complications reported and patient was in good condition post procedure.